Event description:
It was reported to philips that the azurion device would not boot up as expected. On boot up a bios password field was displayed which the user could not close or successfully pass through. The device was inside clinical use at the time of the event. No patient harm was reported. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. The customer confirmed that it was the same as before they entered the bios password and replaced felxspot pc. But the customer reported the same issue again and engineer found that the issue was a button stuck on a keyboard. It was found that the extra keyboard connected had been removed and tested. The system was returned to use in good working order. The codes were updated based on the investigation outcome.